Event description:
The customer received questionable total bilirubin results for six samples from one patient. Of the data provided, only the results from one sample were discrepant. The initial result was 14.8 mg/dl with a data flag. The repeat result on the same analyzer was 34.9 mg/dl which was reported outside the laboratory. The sample was also repeated on the other cobas c501 at the site, serial number (B)(4), and the results were 35.9 mg/dl with a data flag and 0.1 mg/dl with a data flag. The customer was not sure if any other results were reported outside the laboratory for any samples from this patient. It was unknown which result was correct or if the patient was adversely affected. The total bilirubin reagent lot number was 65988801 with an expiration date on 07/31/2013. The customer declined a service visit and stated the issue was sample related.

Manufacturer narrative:
The investigation could not determine a specific root cause. It was noted the patient had an elevated total protein concentration, possibly a gammopathy. This might have led to interference with the assay. This interference is documented in product labeling. The questionable result of 14.8 mg/dl was accompanied by a data flag alerting the user there was an issue the result. The customer was alerted that the result of 34.9 could not have been correct as the icterus index result was zero. No analyzer malfunction was discovered. No adverse event was reported.